Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed. The analysis indicated that the exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the implant procedure, it was reported that a deformation to the superior vena cava (svc) coil of the right ventricular (rv) lead occurred while the lead was being placed into the heart. The rv lead was not used and different rv lead was attempted. The same issue occurred with the second rv lead. The second rv lead was not used and a third rv lead was successfully implanted. No patient complications have been reported as a result of this event.